Manufacturer narrative:
Device evaluation: of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture in the pump with a damaged battery compartment.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - physical damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-67 years of age and between 127 and 190 pounds. Of the reported patients, 2 were male, 3 were female, and 1 was unknown.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of temp - physical damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.